Manufacturer narrative:
Age at time of event: mid 30's. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a broken shaft occurred. The target location was located in the renal artery. A direxion microcatheter was selected for use. During procedure, the direxion was advanced over a fathom guidewire towards the target lesion for renal tumor embolization. Another device accessory was to be advanced toward the lesion so the direxion was pulled out since the device had a bern tip shape and another straight catheter was used and advanced. The device was then placed on the table for the meantime. Later on the procedure, it was noted when checking the device that the outer part of the catheter which is the nitinol hypotube was broken midway through the catheter when the device was about to be used again. The procedure was completed with a renegade stc device. No patient complications were reported and patient status was fine.